Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a specific medication loaded in the station according to the console inventory was not showing on the station for removal and dispensing, which affected the patient care and dispensing. A technical support specialist has researched the station logs and suggested the customer to log into the station and confirm if the medication was physically present in the pocket. If the medication was found in the pocket, they were advised to release the pocket in the drawer configuration menu and then reinsert it, which should send a load message to the console upon reinsertion to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 integrated main has shown discrepancy with inventory of controlled medication, and it has impacted the patient care and dispensing. There were no adverse events or injuries reported based on this incident.